Manufacturer narrative:
A class ii product recall was initiated for the c/p 300 lift on sept. 9, 2015 with acknowledgement by the FDA. The purpose of the recall is to replace the drive gear shaft and over speed arm/shoulder bolt, both with enhanced designs for c/p 300 units distributed between feb. 2012 - june 7, 2015 (total of (B)(4) units globally).

Event description:
Client lifted approximately 1"-2" above bed and dropped back onto bed when lift failed.

Manufacturer narrative:
The lift was received at prism (B)(4) and investigated on 12/30/2015. The top cover , lift strap, top cover posts, strap guide, strap guard were all damaged indicating repeated off center lifting. The over speed arm was stuck. There was no evidence of engagement on the arm or hub gear and it could not be verified if it occurred. Last the drive gear extrusion had broken in torsion; the pin that goes through the drive gear and extrusion remained intact. Root cause: due to off-center loading, the strap guard put pressure on the retaining ring, which became pried off. The extra material of the lift strap would cause greater than anticipated pressure on the drive shaft. The shaft broke, causing the patient to drop. The 1" - 2" drop was not enough distance for the inertia to cause the overspeed arm to engage and stop the patient from falling. Corrective action: a product recall was initiated for the c/p 300 lift in the us on september 8, 2015 under the (B)(4). The purpose of the recall is to replace the drive gear shaft and over speed arm/shoulder bolt, both with enhanced designs for c/p 300 units distributed globally between feb. 2012 - april 1, 2015.

Manufacturer narrative:
A class ii product recall was initiated for the c/p 300 lift on sept. 9, 2015 with acknowledgement by the FDA. The purpose of the recall is to replace the drive gear shaft and over speed arm/shoulder bolt, both with enhanced designs for c/p (B)(4) units distributed between (B)(4) 2015 (total of (B)(4) units globally).

Event description:
Client lifted approximately 1"-2" above bed and dropped back onto bed when lift failed.